Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the returned device identified: partial delamination of the valve and observed void >1 mm in non-textured. The unit does not leak. Microscopic analysis was performed which identified: the unit does not leak and partial delamination of the valve. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: no were observed openings on the device or issues related with the complaint (deflation). Partial delamination of the valve (adhesive failure). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported ¿left side deflation¿. Device has been explanted.